Event description:
During follow-up, it was reported that the device displayed an eri status, the physician noted that the parameters showed the battery was still charged. The physician prophylactically replaced the device due to the eri message. The patient is in stable condition.

Manufacturer narrative:
Eri was falsely triggered because of transient low battery voltage. This is most often due to temporary higher current drains that normally occur as a result of autocapture being in high output mode. There is evidence from the device image that autocapture was turned on and operated in high output mode at times. Analysis revealed the telemetry measured battery voltage was stable and normal throughout testing. Electrical, mechanical and environmental tests indicated that the device exhibited normal characteristics.